Manufacturer narrative:
Section g2: report source corrected manufacturer¿s investigation conclusion: the reported event of a system stop was confirmed via the submitted log files. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of (B)(6) 2024 was reviewed. On (B)(6) 2024 at 02:30:53, com_b and com_a faults activate due to a sudden drop in pump current. Pump current drops from roughly 100ma (amps) to about 20ma. At 20:30:53, the pump stops, and remains at 0 rpm until 02:30:57, when pump operation is restored. There were no other notable events active in the log file. Additional provided information stated the event was likely due to an electrostatic discharge (esd) occurrence. It was also stated that no equipment was exchanged or returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. G - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump reset due to suspected electrostatic discharge (esd). There was normal pump behavior in presence of esd event. Log files were submitted for review and recorded a pump reset event during this history on (B)(6) 2024 at 2:30:53. This event was very brief (less than 5 seconds) and likely did not generate an alarm. This event appears to be due to an esd event. Because the event was very brief, it did not trigger an alarm flag and thus, does not show up on the alarm history screen. However, it was still captured in log file data as a controller fault flag. No equipment was exchange and the patient was stable.